Event description:
It was reported that several days after implant, the right ventricular lead had elevated thresholds. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator, (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2013. (B)(4).